Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer does not let insulin "warm up" prior to loading the cartridge. Tandem technical support informed the customer to allow the insulin to be room temperature prior to loading into the cartridge. The customer's blood glucose level ranged between 140-160mg/dl. System checks were performed verifying the occlusion alarms. A supply change was performed and insulin deliveries were successfully resumed.